Event description:
It was reported that during a revision of unknown devices, the disengagement tool broke during extraction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6. Visual examination of the provided picture identified signs of use (scratches and dents) and the tip of the device has fractured. Device not returned, further analysis cannot be made. The customer stated the device was discarded. Lot identification is necessary for review of device history records, lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.